Event description:
Medwatch report mw5114134 - consumer reporting a false positive sars result. Customer states the result was confirmed negative by pcr. Symptomatic status is unknown.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email / medwatch.